Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 2009016: 60 items manufactured and released on (B)(6) 2020. Expiration date: 2025-10-12. No anomalies found related to the problem. To date, 45 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 year and 10 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.